Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a recurring pump error alarm a few days after going through troubleshooting few days prior to call. Customer also reported that the insulin pump would not turn on. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error due to j6 connector resistance issue. No unexpected low battery alarm noted.